Manufacturer narrative:
It is worth noting that a product manufactured by another company (ifactor putty) was also used in the surgery and is associated with the adverse event. K2m has no information on this putty other than that the material in the interbody space was gritty and fibrous. There was also no indication of fusion at the site. X-rays were reviewed however, the manufacturer has not been able to determine the exact cause of the cage migrating and whether or not it was possibly associated with technique, lack of fusion or the ifactor putty that was used in and around the cage. Without the actual implant or lot number, manufacturing records for the specific lot could not be reviewed however, there is no evidence to suggest that the cage itself was a contributory factor. The patient was successfully revised and will be monitored.

Event description:
The patient had experienced low back pain approximately 6 months post-operatively, which gradually worsened. At 11 months post-operatively, it was noted, via x-ray, that the aleutian interbody cage had migrated. The patient was revised approximately 28 months post-operatively and had two more an cages implanted into the interbody space at l5-s1. Patient also received ifactor putty during the initial surgery and at revision, the interbody space was described as "fibrous and gritty", with no evidence of fusion.